Manufacturer narrative:
The complainant not definitive as to whether or not caviwipes was used to clean the surface she had placed her arm on while getting her blood drawn; however, she alleged that she developed a rash on her arm. A previously prescribed skin ointment was used by the complainant for treatment; however, the medication did not alleviate her symptoms. The complainant sought medical attention with her general physician and was diagnosed with contact dermatitis after a punch biopsy was performed; she was prescribed an ointment for treatment. The patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no investigation can be conducted.

Event description:
A complainant alleged that she experienced an allergic reaction after possibly being exposed to caviwipes.